Manufacturer narrative:
The evaluation of the multi-function electrodes determined that there had been a concentration of electrical energy on several petals of the anterior electrode. This may be attributable to the high concentration of hair present on this electrode. This is contrary to the application instructions, and could in-fact cause a result as identified as the complaint condition. Please reference the multi-function electrode package insert.

Event description:
Complainant alleged that while attempting to cardiovert a 38 y/o male pt, using multi-function cable and electrodes, the complainant observed sparking and arcing, at the electrode site, during four cardioversion attempts at 100j, 200j, 300j and 360j. The staff then removed the pads from the pt and successfully cardioverted the pt with the device paddles. The complainant indicated that there was no adverse effect as a result of the reported malfunction.